Manufacturer narrative:
A ge service rep performed an on site investigation. The ground and x-ray tube were checked during the service call. The reported issue is currently under investigation.

Event description:
The customer reported that the system would intermittently stop working. No pt injury was reported.